Event description:
Revision surgery - due to the patient falling and dislocating.

Manufacturer narrative:
The reason for this revision surgery was the patient fell and dislocated. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) #(B)(4) associated with the part (B)(4), rsp 36mm neutral glenoid head w/retaining screw which documents a nonconformance that out of 15 quantity lot 2 items were rejected due to out of tolerance with respect to circularity. Those items were reworked with suitable operations and were accepted. The device and its applicable devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the dislocation. Agent has clearly mentioned that the patient fell and dislocated, it seems that the event may have possibly occurred due to trauma, patient noncompliance with medical instructions or patient activities. No additional information was submitted with the complaint regarding pre-existing conditions of the patient that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.